Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 100-200s mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Customer declined troubleshooting with tandem technical support and declined to provide further information.